Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we were not able to determine the root cause of the separation. Our qc dept confirms the correct fittings and sleeving have been used for this device 100% prior to further processing. They also verify that the flare is securely seated in the adapter and that the tubing does not turn in the fittings and the flare is not folded over the opening in the adapter. Nevertheless, the appropriate individuals have been notified of this matter, and we will continue to monitor for similar situations.

Event description:
Device was placed in '08. Between 2 and 2 1/2hours later, during line reconciliation, they looked at the line and it was fine. In fact, the nurse cradled in her hands. While looking at drainage bottle, separation was noted. Grabbed hemostat, crimped the tubing, turned off, and contacted physician. Within 10 minutes the device was replaced with another cook device. No adverse effects to the pt.